Manufacturer narrative:
A review of the device history record confirmed that the device was manufactured and tested according to relevant procedures, and shipped according to manufacturer's specifications. Patient#: (B)(6) index procedure was performed on (B)(6)2021 on (B)(6) 2023 apifix received a notification of an upcoming revision surgery. Apifix followed up with the surgeon for more information which was provided. The surgeon wrote that a 115mm implant was used (during index surgery) and now there is no more distraction possible (implant at maximum elongation) because the patient has grown. The surgeon decided to revise to a longer 125mm implant reoperation events are a known risk that was assessed and recorded by the product risk assessment dms-777 rev r this complaint does not change the occurrences rate. The risk of mechanical failure of the mid-c mechanism resulting in patient re operation due to inadequate curve correction is an known risk, and has been characterized and documented as acceptable within full risk assessment. Apifix has not been notified of any new information. Once new relevant information is made available, the complaint record will be updated. *medical device problem code used was: 3191 - appropriate term/code not available. The mid-c system is a ratchet-based self-expandable rod designed to passively increase its length and subsequently maintain its length as the child bends in the corrective direction and also accommodate the natural growth of the spine of young children. In this case the implant (rod) was at its maximum elongation. The appropriate code which isn't available is 'device at maximum elongation'.

Event description:
On (B)(6) 2023 apifix received a notification of an upcoming revision surgery. The surgeon wrote that a 115mm implant was used (during index surgery) and now there is no more distraction possible (implant at maximum elongation) because the patient has grown. The surgeon decided to revise to a longer 125mm implant.